Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl (no confirmation of cd30+ and alk-).

Event description:
Pharmacy staff reported bia-alcl, diagnosed by clinical signs and ultrasound. No confirmation of cd30+ and alk-. The device was explanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data. Previous medwatch submission noted lymphoma-alcl suspected. Upon review of supplemental information received from the initial reporter, allergan medical safety has determined that there is no malignancy.

Event description:
Further reported by healthcare professional "histopathological report revealed benign aspects for the right breast samples".